Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The patient reported that they are having problems with their bladder stimulator, have a return of symptoms, are not feeling stimulation, and the programmer is not working to increase stimulation. When they tried to increase stimulation they got the upper limit icon and the implantable neurostimulator (ins) was confirmed to be on and set to program 1 at 8.5. It was stated that the event occurred "a couple of weeks ago" and the symptoms got worse "a couple days ago." Indication for implant is fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.